Event description:
Reportedly, during pt use, there was a "high fio2 error". There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.